Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4). Due to character limitations initial reporter name and address (site tel #) - (B)(6).

Event description:
It was reported that during patient use, the cs100 intra-aortic balloon pump (iabp) had condensation. No patient harm or injury was reported.

Manufacturer narrative:
It was reported that during patient use, the cs100 intra-aortic balloon pump (iabp) had condensation. Getinge field service engineer (fse) more condensation observed , crm is suspected to be defective. Fse replaced its crm ( 0997-00-0986-01). Checking for normal operation. Now unit is working satisfactory. Device hand over to customer in working condition. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.